Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer received multiple occlusion alarms. The customer's blood glucose (bg) level was 800 mg/dl with a high level of ketones. The customer went to the emergency room. The ketone level was considered as dangerous and the customer was in diabetic ketoacidosis (dka). The customer was admitted to the hospital on (B)(6) 2016. The customer's bg level was at 993 mg/dl. The customer was treated with intravenous insulin and fluids. The dka and high bg were reported as being resolved. As the contact did not have any supplies, a system check could not be performed to determine a possible cause of the occlusion. Although requested, the customer discharge date was not provided.